Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during calibration for a cataract surgery four button on the foot controllers disconnected upon boot up of an ophthalmic system. The charger was reconnected post which there was no issue found. Patient impact was not reported.

Manufacturer narrative:
There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation. The company representative confirmed the log did not find any indications that a malfunction occurred. The console functioned as intended, as the footswitch must be cradled, cabled, or ¿woken up¿ before the auto-selection feature is triggered after doctor selection. In this case, the 6-button footswitch was on the right cradle, so it was the only footswitch detected and the system selected it. There was no indication of malfunction occurrence. Based upon the information provided, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. Based upon the information provided, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.